Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: cib, (B)(6), biomed, turned off during case, does not register light to the light cord [update - replacement used to complete case. Full loss of light for 3 minutes.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although the complaint could not be confirmed, the probable root cause could be a bad reed switch in the light cable used at the time of the case. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.